Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Literature article: "retained silicone tip of diamond-dusted membrane scraper during vitrectomy in a valved cannula system" eye (2015) 29, 574¿576. The manufacturer internal reference number is: (B)(4).

Event description:
In literature article, a healthcare professional reported that to investigate and compare the three cases demonstrate an uncommon complication of retained silicone tip within the valved cannula vitrectomy system and this complication should be considered while using flexible instruments in valved cannula systems. During vitrectomy surgery in the left eye of the patient, the flexible silicone tip of scrapper was noted to be caught in the shaft of the entry system. The surgery was completed on the same day after replacing with new product and new tip without any complications. Post operation, the patient experienced flattening of the fovea. The current condition of the patient was not recovered from the reported event.

Manufacturer narrative:
Additional information was provided in sections h.6., and h.11. Corrected information was provided in sections h.6. A sample was not received at the manufacturing site for evaluation for the report of flattening of fovea, flexible silicone tip caught in the shaft of entry system; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, a device history record review could not be conducted. The photo attached to the parent file was reviewed by the manufacturing site. Photo show piece of clear material being removed using forceps from trocar that is inserted in eye. Reported trocar product fit issue cannot be confirmed from photo. The attached photo confirms the report of flexible silicone tip of scrapper was caught in the shaft of entry system, however because a sample was not received at the manufacturing site and no lot information was provided; therefore, the root cause for the customer complaint issue cannot be determined. The exact root cause for this complaint is unknown, therefore, specific action with regards to this complaint cannot be taken. An acceptance quality inspection is performed to ensure product meets release acceptance criteria. All trocar assemblies are 100% inspected for gage size. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).